Event description:
It was reported that pump displayed a cartridge change error while customer was using pump in a case. There was no adverse impact to the customer's blood glucose level. Customer, with support from technical support, removed pump from case, inspected and cleaned pneumatic tap area, removed extra o-ring, reattached cartridge securely, and completed on-screen load process, after which customer reported pump was working and resumed insulin, with no additional outcome details available.